Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The information has been provided with this report.

Event description:
It was reported via phone call by the customer's father that the customer has encountered high blood glucose. The customer visited his doctor for high blood glucose and discovered the set in use was not properly inserted. The customer resolved the issue with a complete set change and is now stable with no issues. The customer's current blood glucose was 128mg/dl.